Event description:
It was reported that during procedure, the patient's right atrial (ra) lead exhibited noise. The physician opted to use a new lead to finish the procedure. The patient was recovering.

Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies. Analysis was normal. No anomalies were found.